Event description:
It was reported that during a wedge resection procedure, as the pt had had wedge resection 10 years ago, it seemed that the staple line of the time was hard to cut. The device was used but the firing trigger was broken. A new device was used and the same event occurred. Finally, the thorax was opened a little and an open device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.